Event description:
It was reported by provider that the right front tire came off and the end user was riding on rim. He states the end user was in public when the issue occurred. The end user uses the chair indoor as well as outdoor.